Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an air left alarm. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump delivered the drug too quickly, despite the display indicating that several hours of infusion remained. Also, the pump alarmed for air in line when the cassette was already completely empty. There was a patient involvement, no patient injury was reported.